Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colostomy closure, the device was fired on the existing staples and then the firing knob was broken off at the 4th firing. It was very stiff to squeeze the knob so that force was applied. The deployed staples were not formed. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. There was no conversion of the procedure. The patient condition is stable. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 05/23/2021 d4: batch # u5eu75 h6: component code = mechanical (g04) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded on the device. The reload was received fully fired with the swing tab in the locked position and the cartridge deck damaged. No functional test could be performed due to the condition of the device. In addition, five malformed staples and 2 "b" formed staples inside a plastic jar were received. Although the returned staples were found to be malformed, no conclusion could be reached as to the cause of the staple malformation. It should be noted that product failure is multifactorial. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.